Event description:
It was reported that after the customer unscrewed the t:lock connection, air was introduced into the infusion set tubing resulting in air bubbles. Customer reconnected the tubing and tightened the t:lock. Customer primed the tubing to address the issue. Customer¿s blood glucose level was not impacted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause hypoglycemia (low bg).